Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was able to continue using the pump as normal, and they acknowledged and understood the guidance provided.